Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the control body corroded, the bending rubber leaky, the remote control buttons cut, the remote control buttons cut, the air/water nozzle loosened, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).